Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. Per the physician, there was no malfunction of ion products and the device did not cause the pneumothorax. The procedure was completed. The physician stated the pneumothorax could have occurred with another modality. The biopsied lesion was 2 cm and located in the left upper lobe touching the pleura. The pneumothorax occurred post procedurally and the patient was asymptomatic. The pneumothorax was identified via chest x-ray and was moderate in size. An x-ray is available for isi review, but has not yet been received. A chest tube was placed to resolve the pneumothorax. No additional treatments were provided. The patient was hospitalized for 2 days and then discharged home in stable condition.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an isi senior failure analysis engineer, as of on (B)(6) 2022, a system log review was conducted and an investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. As of on (B)(6) 2022, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The procedure was completed and the patient was discharged home. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.